Manufacturer narrative:
Investigation is still in progress. Upon completion of the investigation a supplemental MDR will be filed.

Event description:
(B)(4). It was reported that during the surgical procedure, the handle of the device used to insert the ajust helical sling broke. The doctor obtained another device for use and was unsuccessful in placing the sling as it fell out. At this time, the doctor recognized that the patient's urethra was perforated and the procedure was abandoned. The patient's urethra was repaired and the patient was sent home with an indewelling catheter. The catheter expected to remain in use for 1-2 weeks. Associated MDR number: 1018233-2013-02316.